Event description:
Conflicting performance results.

Manufacturer narrative:
Metrex sponsored two studies on caviwipes xl against m.bovis with one study confirming effectiveness and the second study indicating conflicting results. Metrex is conducting additional testing to confirm efficacy of the product against m. Bovis [which is currently showing passing results].